Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tubes , the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that collection tubes are causing false evaluations. "Collection tubes can cause false elevations in occupational and clinical evaluation of antimony exposure".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tubes , the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that collection tubes are causing false evaluations. "Collection tubes can cause false elevations in occupational and clinical evaluation of antimony exposure".